Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/4 in their automated peritoneal dialysis therapy. Reportedly, the home pt got up to go to the bathroom and the pt line of the homechoice set became disconnected from the transfer set. Per the home pt's spouse, the pt did not reconnect to the homechoice cycler after the alarm. The technical service center assisted the home pt's spouse in ending therapy early. Therapy was discontinued. Per the wife, there was no pt injury or medical intervention associated with this incident.